Event description:
Patient states he had "allergic reaction" to synvisc. States he had no problem with first shot, but then after 2nd shot, his knee swelled up and he had pain and he could not walk to the point where he went to the emergency room. Emergency room drained 120 cc of fluid from knee. Patient now recovered.